Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the intraocular pressure (iop) rose temporarily during a procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the fluidics module was replaced and returned for investigation. The system was tested and found to meet product specifications. The system was manufactured on march 11, 2014. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The fluidics module was installed into a calibrated system for functional testing. The module was found to meet specifications the system and the returned sample were determined to have met specifications. Therefore, the root cause cannot be determined conclusively. (B)(4).